Event description:
According to the customer, on (B)(6) 2021 the customer rolled over, their head and arm "got stuck between the bedrail and the mattress", and they had to call for help to get out.

Manufacturer narrative:
According to the customer, on (B)(6) 2021 the customer rolled over, their head and arm "got stuck between the bedrail and the mattress", and they had to call for help to get out. The customer reported when she called for help her husband was able to "pull" her out and there was "no injury" that occurred. The customer reported that she was continuing to use the bedrail with "pillows" kept between her and the bedrail. This writer advised the customer that the product has been recalled and to discontinue using the bedrail. The customer was directed to the recall team in order to provide them with further instructions. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.